Manufacturer narrative:
Method: no additional similar complaint type events within associated lots were found. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -7.5 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was exchanged for a longer lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.